Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the valve, but no significant deformation or damage was determined. In the ped. Control reservoir some deposits were visible. Permeability test: a permeability test has shown that all components are permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the opening pressure the miethke computer controlled testing apparatus was using. The test bench simulates a cerebrospinal fluid flow. The valve is tested in both positions, the horizontal as well as the vertical position. The results show that the m.blue operates within the accepted tolerance in both positions. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, deposits were found in m.blue. Results: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a m.blue system (#fx816t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was removed due an infection. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 14 years weight: 77 kg gender: female